Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Based on the information available, no stent folding, mis-sizing, or malpositioning of the device has been noted. Furthermore, no manufacturing deficiencies were found during the manufacturing documents review. Based on the medical judgement received, " it was only possible that the annulus was expanded after the device was deployed". Since the device was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established. Should further information be received in the future, the manufacturer will re-visit the case and take further actions as applicable.

Event description:
On (B)(6) 2022, pvs21 was implanted and perivalvular leakage was observed. After cross clamped, the position of the device was confirmed and there was no problem. The position of the leakage could not be determined. Reportedly, the patient was asr patient with greater degree of regurgitation than stenosis. There was calcification at the leaflets and was almost not at the annulus. Ultimately, inspiris 21 mm was implanted. The doctor said that it was only possible that the annulus was expanded after the device was deployed, although it was just a supposition. 20 minutes was added to the cross clamp time as a result of the reported event. The patient was stable throughout the delay in procedure. The valve mis-sizing was not identified and there was no abnormal geometries in the patient annulus. Based on additional information, there was no stent folding, no impact on the patient, and patient recovered.